Event description:
It was reported that the customer's blood glucose was 419 mg/dl and her sensor read 78 mg/dl. Calibration and insertion techniques were discussed. There was troubleshooting performed with the customer's insulin pump for the high blood glucose. There were no significant findings. Nothing further was reported.

Manufacturer narrative:
An open and used enlite sensor was inspected and a bicarbonate buffer test was performed. Sensor failed per specifications, due to high readings.